Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Manipulation under anesthesia is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that due to arthrofibrosis the patient underwent a manipulation under anesthesia two months post total left knee arthroplasty. Afterward, the stiffness and limited flexion previously reported were noted to be resolved.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 42512100810 articular surface medial congruent (mc) left 10 mm lot#: 64473270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00097.

Event description:
It was reported that the initial left total knee arthroplasty performed and subsequently, the patient underwent a manipulation under anesthesia 2 months post-op.